Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Chest pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, b3, b5, d6b, g2, h6

Event description:
Patient reported a left side rupture. Device has been explanted and replaced with other company¿s devices.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported, a left side rupture. Device remains implanted.

Event description:
Patient reported a left side rupture. Healthcare professional later reported "cyclic pain". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. (Shell thickness within specification) ¿ chest pain: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.